Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery usage of this pacemaker was at 116 percent of nominals but the outputs were very low. Boston scientific technical services (ts) found out that the patient was in vvir mode due to being in chronic atrial fibrillation and discussed turning off the atrial lead. As of the moment, the device remains in service. No adverse patient effects were reported.